Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device is not returned for evaluation. One electronic photo was provided for review. The photo shows a power port attached to a catheter segment and another broken catheter segment. Therefore, the investigation is confirmed for the reported fracture and material separation. However, the investigation is inconclusive for the reported migration as the provided evidence is not sufficient to confirm the catheter migration towards heart. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and three days post a port placement in the left subclavian vein, the mid catheter was allegedly found to be fractured under computed tomography and x-ray examination. It was further reported that the broken catheter had allegedly migrated into the patient's heart. Reportedly, the port was surgical removed while the broken catheter piece was removed under fluoro and was to be replaced. The current status of the patient is unknown.

Event description:
It was reported that one month and three days post a port placement in the left subclavian vein, the mid catheter was allegedly found to be fractured under computed tomography and x-ray examination. It was further reported that the broken catheter had allegedly migrated into the patient's heart. Reportedly, the port was surgical removed while the broken catheter piece was removed under fluoro and was to be replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2025) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.